Event description:
The investigation has determined that higher than expected sodium (na+) results were obtained from a vitros performance verifier (pv) and a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lots 4243-1066-4043, 4243-1066-3881 and 4242-1062-1995 on a vitros 4600 chemistry system. Vitros na+ lot 4243-1066-4043: vitros pv I lot y8558 result of 142.7 mmol/l vs an expected result of 118.3 mmol/l vitros biorad lot 26470 l2 results of 166.1, 155.6, 157.6, 178.7, 167.3, 148.3, 136.7, 135.2, 136.6, 140.0, 142.5, 139.8 and 141.6 mmol/l vs an expected result of 126.0 mmol/l. Vitros na+ lot 4243-1066-3881: vitros pv I lot y8558 results of 142.8, 146.4 and 152.3 mmol/l vs an expected result of 118.3 mmol/l. Vitros biorad lot 26470 l2 results of 149.5, 151.2, 175.9, 147.1, 139.0, 136.1, 136.8, 145.8, 136.8, 143.6 and 143.8 mmol/l vs an expected result of 126.0 mmol/l. Vitros na+ lot 4242-1062-1995: vitros pv I lot y8558 results of 208.2, 178.3, 140.5, 149.7, 155.8, 135.4, 175.4 and 172.8 mmol/l vs an expected result of 118.1 mmol/l. Vitros biorad lot 26470 l2 results of 214.9, 136.3, 140.4, 142.9, 146.2, 144.8, 177.2, 165.7, 146.2, 147.8, 149.6, 152.6, 177.9, 183.6, 157.2, 167.3, 178.7, 169.5, 180.9 and 181.9 mmol/l vs an expected result of 126.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from quality control fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) results were obtained from a vitros performance verifier and a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lots 4243-1066-4043, 4243-1066-3881 and 4242-1062-1995 on a vitros 4600 chemistry system. The assignable cause of the event is an instrument issue related to the performance of the vitros 4600 chemistry system. Historical quality control results were imprecise for three different lots of vitros na+ reagent. An ortho laboratory specialist performed maintenance actions on the vitros 4600 system that included cleaning the pm ring and the evaporation caps. Post maintenance diagnostic precision test results and quality control results were within expectations. Additionally, there has been no reported recurrence from the customer of unacceptable vitros na+ results since the maintenance actions were performed on the vitros 4600 system. (B)(4).